Manufacturer narrative:
Per the instructions for use (IFU), arrhythmias are known potential adverse events associated with balloon valvuloplasty, the use of local and/or general anesthesia, aortic valve replacement and the overall tavr procedure. Peri-procedural ventricular arrhythmias can be associated with patient and procedural factors such as poor ventricular function, inadequate coronary perfusion, hypovolemia, annular rupture/ aortic dissection, tamponade, wire and catheter manipulation and burst pacing. During the ta procedure, ventricular arrhythmias can also be associated with apical access and/or significant bleeding from the access site. These patients can be non-operative or high risk, have complex medical histories and multiple co-morbidities. They are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing, to facilitate accurate valve deployment. As a result of these factors, intra-operative arrhythmias and hypotension are very common and are treated with standard therapies, including additional vasoactive drugs or electrical conversion. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. If these standard maneuvers are not adequate, initiation of cardiopulmonary bypass (cpb), insertion of iabp, and/or conversion to open surgery may be required. In this case, the cause of the ventricular tachycardia cannot be confirmed, however, it appears that the event was possibly related to patient and procedural factors as the event occurred during the rapid ventricular pacing for valve deployment. There was no indication or allegation of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Manufacturer narrative:
According to the additional information provided the iabp was removed from the patient and the patient had been extubated. It was also reported that the 3 weeks after the tavr procedure the patient was moved to a chair to start with the physical therapy, and was transferred to cardiology since there were no other cardiothoracic issues.

Event description:
Per the field clinical specialist (fcs) report, during a transapical tavr procedure, during rapid ventricular pacing (rvp) for the deployment of the 26mm sapien valve, the patient developed ventricular tachycardia (vt) and became hemodynamically unstable. The patient was shocked multiple times at 360j with no change in the rhythm. The physician decided to go on bypass, medications were given, and cannulas were inserted. It was decided to use internal paddles and shock at 50j. The patient then converted back to a paced rhythm and became hemodynamically stable. The sapien valve was checked and it was noted to be in a 50:50 position with mild ai. The access site was closed, the patient came off bypass and an iabp was inserted. The patient was transferred in stable condition to the recovery unit.